Event description:
A healthcare professional reported that cutter lost vacuum during calibration for vitrectomy surgery. The surgery was completed by changing the cassette or tubing. There was no patient contact and no impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).